Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Concomitant device reported: synthes outrigger (quantity 1), synthes pituitary rongeur (quantity 1), drill sleeve. (B)(4). The drill bit is non-implant grade material. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip fracture repair on (B)(6) 2017, the tip of a drill bit was broken and left embedded in the patient bone. It was explained that the surgeon positioned the guide wire in the femoral head and then attached the drill sleeves and bit through the outrigger. The surgeon began to drill the bone and while doing so was levering on k guide wire to help reduce the fracture, unintentionally bending the guide wire. Reportedly the surgeon, also while levered on the handle of the outrigger as well, and while doing so the tip of the drill bit broke off in the patient bone. For approximately five minutes, the surgeon attempted to use a pituitary rongeur to remove the broken piece of the drill bit. Additional x-rays were taken while trying to grab the broken device fragment and trying to reduce the fracture. Unable to remove the broken fragment, the surgeon removed the k-wire and all other devices. He started the surgery over with a fresh k-wire and attached another drill bit. He made an additional incision to help reduce the fracture and using the same outrigger and drill sleeves, he was able to successfully implant the trochanteric fixation nail system. There was a 30-minute delay due to the device malfunctions and while, the surgeon was able to slide another fixation device past the fragment and the fragment did not interfere with the placement of the implants, the reduction of the fracture site may have been compromised due to the embedded instrument fragment. The patient was reported to be stable at the end of the surgery. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).